Event description:
It was reported that the patient presented with inappropriate shocks. Upon interrogation of the device noise was noted on the egms consistent with insulation failure. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.